Event description:
During cysto, laser lithotripsy for left renal calculi, the nitinol stone retrieval basket was being used to catch and extract stones from the left kidney. During use, the device broke. Interruption in procedure while a replacement device was secured and given to surgeon.